Event description:
Lag screw was irritating hip soft tissue. Patient required additional surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.